Event description:
It was reported that after t1 was deployed, t2 failed to deployed. The t1 was fixed behind the joint capsule, and the t2 was free in the joint cavity and then removed by a planer. There was a backup device available to complete the procedure with no significant delay. No patient injuries reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint stated: "it was reported that after t1 was deployed, t2 failed to deployed. The t1 was fixed behind the joint capsule, and the t2 was free in the joint cavity and then removed by a planer. There was a backup device available to complete the procedure with no significant delay. No patient injuries reported." T1, t2 and suture were not returned. The depth limiter was in position. The device shows no damage. There is no apparent twisting or bending of the delivery needle. No mechanical problem was found. A functional test confirmed that the device delivery system cycled and advanced as expected. Several factors influencing successful anchoring include device ability, implant location and tissue condition. It is undetermined which factors contributed to stated complaint.